Event description:
A malfunction alarm, identified by malf 1 code, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed understanding of instructions from technical support, including transitioning to a backup insulin pump and returning the malfunctioning pump via ups, while a replacement pump was sent by tandem.